Event description:
On (B)(6) 2011, patient reported the up button on the infusion device was not functioning properly and was becoming more difficult to push. This was first noticed a month prior to the report. The up button does pop up after it is pressed. The infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.